Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2001 and a revision procedure on (B)(6) 2005, due to patient allegations of pain, dysfunction, and loss of range of motion. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2001 and a revision procedure on (B)(6) 2005, due to patient allegations of pain, dysfunction, and loss of range of motion. Additional information provided in patient medical records indicate left hip revision was performed on (B)(6) 2005 due to pain. The patient's operative report noted synovitis, whitish gray material, and cloudy fluid. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04074 / 04075).